Manufacturer narrative:
The reported event of peritonitis was updated to be an event of viral fever and not peritonitis; further described as ¿the patient did not have peritonitis¿. Upon further review, baxter pd disposables are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause was not reported. Treatment details and the patient outcome were not reported. The action taken with dianeal therapy was not reported. No additional information is available.